Event description:
During a routine hemodialysis treatment, a ptient blood loss of approximately 300cc occurred. It was reported that a venous air alarm occurred and upon completion of the manual venous air recovery procedure a blood leak was observed. The treatment was discontinued with no medical intervention required.